Event description:
Osteogen device implanted in left forearm in 2007. Pt reports feeling shocks like a tens unit about every few minutes. Patient outcome: uncomfortable at times but tolerable.

Manufacturer narrative:
Review of the manufacturing records did not detect any discrepancies. The device was manufactured according to required specifications. The physician's manual states that the operating period/implant life is approx 24 weeks. Once union has been established or the power source is exhausted (approximately 24 weeks post-implant) the generator may be removed. It is further stated that the device is designed for total implantation for a period of approximately 24 weeks. This device has been implanted for approx 32 weeks.